Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an atrial lead noise on a patient who presented in clinic was observed. Noise was reproducible through isometrics. Lead replacement was recommended. Patient returned to the clinic and programming changes were made. Lead remains implanted. Patient is fine.